Event description:
It was reported that the patient developed a mssa bacteremia infection. On (B)(6) 2025, the patient presented to the hospital and had the pacemaker system including the pacemaker lead removed. It was noted that the pacemaker system was implanted on (B)(6) 2017. The surgery was completed, and the patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).